Event description:
It was reported that during a right internal carotid stenting treatment procedure, "when he deploy 1/3 of the carotid wallstent, he finds the position is not perfect, than dr decides to reposition. At the second time when dr trys to deploy the carotid wallstent again, he feels a resistance than he feels the deliver sheath broken and the stent could not be deployed." The procedure was successfully completed with another of this device. No patient injuries or complications were reported. Patient status is reported as "stable."

Manufacturer narrative:
The complainant indicated that the stent and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. We will continue to monitor and trend this type of complaint in order to ensure that there is no compromise of product quality.